Event description:
Ous MDR - it was reported that one month after the implant, the patient suffered an inappropriate shock delivery due to t-wave oversensing. A lead dislodgement was discovered. The lead was successfully repositioned on (B)(6) 2015 and remains actively implanted.

Manufacturer narrative:
9/30/15 - update: 22. Sep 2015: the patient had no symptoms. Lead revision was performed due to dislodgement and consecutive exit-block of the lead. There was also low rv sensing. Lead revision was performed where a new rv lead was implanted on (B)(6) 2015. This lead was discarded and was not returned for analysis.

Manufacturer narrative:
The electrode is currently not available for analysis. No conclusion regarding the clinical observation can be drawn at this time. The investigation will be re-opened should additional data become available.